Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet bionic pancreas, with a documented low blood glucose of 54 mg/dl and overnight duration, and managed the events with oral carbohydrates without assistance or medical intervention. Symptoms included hypoglycemia. Outcomes included no hospitalization, no loss of consciousness, and self-treatment at home. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed cause of hypoglycemia was unclear and no device alerts or alarms were reported during the events. It was concluded that the event was user-reported hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.